Manufacturer narrative:
The power and control pcas were replaced to resolve the issue for this customer.

Event description:
The customer reported that the defibrillator reported error. There was no patient involvement.